Event description:
It was reported there was a system error message. Rebooting was tried. When the programmer was turned on, it got stuck on the yellow screen and never got to the device list. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that it took 22 minutes to boot up, then boots to an error, however, the reported error could not be confirmed. It was also noted that the electrocardiogram (ECG) connector was loose. Product ID 2067 radiofrequency head.